Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough device analysis was performed. The device was returned with no telemetry. Visual inspection noted a dent in the casing of the device. After opening the case, a crack in the mixed mode integrated circuit was noted. The dent in the case is over the mixed mode integrated circuit. This damage was the cause of the no telemetry.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory identified a product performance issue.